Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement computer shipped to site (B)(6) 2013. On (B)(4) 2013 medtronic representative replaced computer at the site. Performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect computer finds that the initial power-on was successful. Boots to log-in screen. Ran system for 1 hour with no issues. Smart data reports zero bad sectors and a healthy hdd ram and vgc fully seated. Ran for extended period, 12+ hours. No issues.

Manufacturer narrative:
Patient information provided.

Event description:
A medtronic representative reported that, while in an optical tumor resection, the computer would not boot-up. A black screen with "no signal" appeared. This occurred prior to the start of therapy. The system was re-booted successfully and the patient was registered. The black screen with "no signal" appeared a second time while in the procedure, the system was re-booted and returned to navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.